Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with fascial dehiscence of pfannenstiel incision secondary to a previous unspecified obgyn procedure and underwent a repair of fascial dehiscence using a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
This is an addendum to the initial emdr to document the additional information provided by the patient's attorney included in the legal complaint. Reported are additional patient outcome allegations of " pain, infection, urinary problems and bowel problems"; however, the patient's attorney did not allege a specific device failure. As previously reported provided medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. Should additional information be provided a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
As reported on (B)(6) 2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2001 - the patient was diagnosed with fascial dehiscence of pfannenstiel incision secondary to a previous unspecified obgyn procedure and underwent a repair of fascial dehiscence using a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included the legal complaint (short form) and general patient outcome allegations: alleged outcomes attributed to device of pain, infection, urinary problems and bowel problems.